Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-jan-2024. The most recent information was received on 17-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), paraesthesia ("back paraesthesia"), disturbance in attention ("major concentration impairment"), memory impairment ("memory disturbance"), alopecia ("hair loss"), visual impairment ("sight disorder"), accommodation disorder ("accommodation disorder"), hypersensitivity ("development of electrical and screen hypersensitivity"), paresis ("paresis of right leg and both hands"), arthropathy ("joint disorder"), olfactory dysfunction ("olfactory disorder"), fatigue ("intense physical fatigue,"), sleep disorder ("sleep disorders"), anxiety ("anxiety") and brain fog ("brain fog"). The patient was treated with surgery (to remove essure). At the time of the report, the pelvic pain, fatigue, anxiety and brain fog had not resolved. The outcomes for paraesthesia, disturbance in attention, memory impairment, alopecia, visual impairment, accommodation disorder, hypersensitivity, paresis, arthropathy, olfactory dysfunction and sleep disorder were unknown. No causality assessment was received for essure with regard to paraesthesia, disturbance in attention, memory impairment, alopecia, visual impairment, accommodation disorder, hypersensitivity, pelvic pain, paresis, arthropathy, olfactory dysfunction, fatigue, sleep disorder, anxiety or brain fog. The reporter commented: slightly better after removal in many regards, but still unable to resume my job as a speech therapist (brain fog, intense bouts of fatigue, pain) and anxiety. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), paraesthesia ("back paraesthesia"), disturbance in attention ("major concentration impairment"), memory impairment ("memory disturbance"), alopecia ("hair loss"), visual impairment ("sight disorder"), accommodation disorder ("accommodation disorder"), hypersensitivity ("development of electrical and screen hypersensitivity"), paresis ("paresis of right leg and both hands"), arthropathy ("joint disorder"), olfactory dysfunction ("olfactory disorder"), fatigue ("intense physical fatigue,"), sleep disorder ("sleep disorders"), anxiety ("anxiety") and brain fog ("brain fog"). The patient was treated with surgery (to remove essure ). At the time of the report, the pelvic pain, fatigue, anxiety and brain fog had not resolved. The outcomes for paraesthesia, disturbance in attention, memory impairment, alopecia, visual impairment, accommodation disorder, hypersensitivity, paresis, arthropathy, olfactory dysfunction and sleep disorder were unknown. No causality assessment was received for essure with regard to paraesthesia, disturbance in attention, memory impairment, alopecia, visual impairment, accommodation disorder, hypersensitivity, pelvic pain, paresis, arthropathy, olfactory dysfunction, fatigue, sleep disorder, anxiety or brain fog. The reporter commented: slightly better after removal in many regards, but still unable to resume my job as a speech therapist (brain fog, intense bouts of fatigue, pain) and anxiety. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.